Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00286.

Event description:
It was reported that it was difficult to attach a maxan screw remover to a screw in order to change its position intraoperatively because the remover's diameter was too large and interfered with the patient's anatomy. The screw was unable to be removed, so the screw and plate remain in an incorrect location within the patient. There was a delay of about 60 minutes, but there were no reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the products were not returned and no photos were provided, so an evaluation is unable to be performed. Incorrect screw trajectory and plate placement was confirmed via the provided x-rays. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to patient or surgery specific factors. The event could also possibly be related to the incompatibility between the maxan system and the other manufacturers devices used in the construct. DHR review: the lot number for the plate is unknown so a DHR review was not completed. Device usage: this device is used for treatment. If additional information is obtained that adds value to relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that it was difficult to attach a maxan screw remover to a screw in order to change its position intraoperatively because the remover's diameter was too large and interfered with the patient's anatomy. The screw was unable to be removed, so the screw and plate remain in an incorrect location within the patient. There was a delay of about 60 minutes, but there were no reported patient impacts. This is report one of two for this event.